Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller (serial number: (B)(6) exchange was not confirmed. The submitted log files were reviewed and did not indicate any issue with the system. No events associated with a controller exchange were captured. The provided information indicated the controller was exchanged temporarily. Log files captured the system controller being put into use on the day of implant (B)(6) 2025. Multiple attempts were made to obtain additional information regarding the reason for the controller exchange; however, no further information was provided. The system controller was not returned for evaluation. A root cause for the reported event was not conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve all alarms on the system controller. Section 2 of the IFU, entitled ¿system operations¿, provides instruction on how to exchange the system controller and advises the user to have a caregiver present during a system controller exchange and/or to call a hospital contact if instructed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Per the site, the patient underwent a temporary system controller exchange, the patient was put on their spare controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section e1: reporter address line 1: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient underwent a system controller exchange. Frequent low flow alarms had been observed, and the event history was scarcely available. The site requested information regarding the number of low flow incidents not displayed on the monitor.